Event description:
We received a report that while implanting an zcb0000185, the surgeon used an non-approved cartridge system, resulting in a bent/broken/distorted haptic. The lens was not fully implanted before the doctor noticed the haptic. The incision was enlarged and the intraocular lens (iol) was removed from the patient's left eye. The procedure was successfully completed using another iol of the same model and power. The initial device was discarded. Patient is reported to be doing fine.

Manufacturer narrative:
Single-use device on initial report, information that was known but inadvertently overlooked; no. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Explant date: not applicable; iol was not fully implanted. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was not returned to the manufacturer. The manufacturing records were reviewed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. All pertinent information available to the manufacturer has been submitted. Placeholder.